Event description:
The patient's neurologist reported that he found high impedance on the patient's vns system. The neurologist stated he reviewed x-rays of the patient's lead wire and found no discontinuities. A picture of an x-ray was received and because of the poor quality of the photo, no discontinuities or lead breaks could confirmed. No surgical intervention is known to have occurred to date. No additional or relevant information has been received to date.

Event description:
Additional x-rays images of the anterior-posterior neck and chest of the patient were received and reviewed. No sharp angles were found. No gross discontinuities were identified in the visible portion of the lead. The filter feedthru wires were confirmed to be intact. It should be noted that the connector pin cannot be seen coming through the second connector block. No surgical intervention is known to have occurred to date. No additional or relevant information has been received to date.

Event description:
Operative notes from the patient's most recent replacement surgery were received and indicated that the lead was not replaced. It appears a diagnostics test was performed during the surgery which resulted in normal values, and the lead was not replaced due to this. The patient has now been referred for revision surgery, and more clinical notes were received as part of the referral process. The clinical notes further indicated that the lead was not replaced. The manufacturer was not previously aware that the patient's lead was not replaced, and two previous high impedance events were now identified. One was identified via a periodic review of programming history data (reported on MFR. Report # 1644487-2015-05879), and since it was believed at that time that the patient's lead was replaced the suspect device was unknown in the initial report. Another report of high impedance was found in which the manufacturer was initially made aware of the high impedance associated with the suspect device. These events were not identified as being related due to the current report difference in time between them. These high impedance reports are a continuation of the same event, and all further information regarding the high impedance will be reported using MFR report #1644487-2015-05849. No additional or relevant information has been received to date.